Manufacturer narrative:
Additional information was added to d8, e4, h6, h10, and h11: h11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and the clearlink y-site appeared to be melted. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and a melted and leaking y-site clearlink was observed. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the y-site of a clearlink system continu-flo solution set melted and leaked. The device contained leucovorin. This was observed when the registered nurse was attempting to prime prior to patient use. There was no patient involvement. No additional information is available.